Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3889-28, lot# va0j956, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was initially reported that the representative and he only worked with one program on each of the two implantable neurostimulators (ins) and the patient thought the other 6 programs should had been renewed. Prior to seeing the representative on (B)(6) 2015, one ins was cycling and the other was continuous; both should have been continuous. The patient was dissatisfaction with their reprogramming and had abdominal discomfort which the patient had never felt before. It was stimulating the abdomen "somewhat." A week later, the patient's stomach was still sore and thought the stimulation due to the reprogramming bruised it. The patient felt the discomfort almost all the time for the first few days, but now she only felt the discomfort when she needed to have a bowel movement from "time to time." The representative put one ins upper limit at 2.7. The patient wanted the devices reprogrammed to have more options. A few weeks later, the patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. Additional information received reported that there was a loss of therapy starting on (B)(6) 2015. The patient reportedly went to the bathroom 5 times that night and 7 times the following night.